Manufacturer narrative:
The subject device was returned to the service center. The evaluation confirmed the reported issue as the power switch was found damaged. Additionally, the ac inlet on the rear of the unit was cracked. Rust on top cover chassis, the air pressure is weak due to pump failure and weak adsorption force on the sucker feet. The legal manufacturer (omsc) was unable to perform a review of the manufacturing records since the device was manufactured more than 15 years ago. The device was sold on (B)(6) 2000 and was last serviced via repair on (B)(6) 2018 due to a broken power switch. An investigation for the reportable malfunctions was completed by the legal manufacturer and determined the reported issues to be caused by deterioration or user-attributable. Since it has been more than 20 years since production, it was likely caused by accidental failure due to deterioration over the years or by users such as excessive force, falling, or hitting hard objects. Olympus will continue to monitor complaints for this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes.  An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.   .

Event description:
The service center was informed by the customer that during an unspecified event, the maintenance unit's (leakage tester) "cannot switch on and off". No patient involvement was reported.